Event description:
It was reported that twice a week, the patient felt ¿really sleepy¿ after being checked with a security wand. The patient felt as if he was getting a bolus of medication each time. The patient also experienced severe nausea,vomiting, and vertigo. The cause of the issue was not determined. Upon interrogation of the pump, no faults were noted. The patient recovered without permanent impairment. The pump was used to deliver prialt and dilaudid.

Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).